Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. The phb was inspected and the pod was in manual mode delivering at the user's set basal rate. No damages or defects were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and seizure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to a fall and seizure that occurred approximately one minute after pod application during an omnipod¿5 training session. The patient fell and struck her head on a shelf, prompting emergency services (911) to be contacted. Reported symptoms included tingling sensations and blurry vision, as well as losing consciousness and experiencing a seizure. Emergency responders measured the patient¿s blood glucose at 113¿mg/dl by fingerstick and 115¿mg/dl by dexcom g7 continuous glucose monitor. The pod was removed by the patient¿s parents prior to ambulance transport. No diagnosis was provided at the time of the hospital visit. The patient underwent an electrocardiogram (EKG), though results were not provided, and she was discharged the same day. The family was advised to follow up with outpatient neurology. The patient¿s parents stated their belief that the event may have been related to cannula insertion and that it may have ¿hit a nerve,¿ though this was not confirmed. It was additionally noted that the patient does not have a history of seizure activity.